Event description:
Initial surgery was performed on (B)(6) 2022. Patient had instability and revision surgery was performed on (B)(6) 2023. It was determined that the polyethylene insert had dissociated from the humeral stem; resulting in removal of the poly insert and humeral stem. The surgeon reported that the patient is 250 lbs and had fallen twice; one being a traumatic fall from his truck.